Manufacturer narrative:
An event regarding an inquiry of radiolucent lines involving an unknown tritanium shell was reported. Conclusions. The presence of radiolucent lines does not indicate that there was loosening of the device. Radiolucency can be seen through diagnostic imaging which was not provided for this particular case. There was no harm or hazard identified as insufficient patient medical information was received. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(6). It was reported that there was confirmation of radiolucent line after tritanium cup implantation.

Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in (B)(6). It was reported that there was confirmation of "radiolucent line" after tritanium cup implantation.